Event description:
The olympus representative reported the airway mobilescope presented a poor image in the upper right side of the monitor due to fiber breakage in the crushed insertion tube. No patient injury reported. During the evaluation of the device, it was noted the forceps channel had foreign material coming out due to insufficient cleaning. This report is to capture the reportable malfunction of the forceps channel had had foreign material coming out due to insufficient cleaning noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issues were confirmed. The flexible tube of the insertion section was crushed due to external factors. The insertion guide bundle was severely broken due to external factors. The bending angle was over. There was poor insertion of the brush into the forceps channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that incorrect or insufficient reprocessing may have caused stain unable to be removed enough, which resulted in clogging. Or else there is a possibility that a foreign material entered from outside during the procedure, which resulted in clogging. Olympus will continue to monitor field performance for this device.